Event description:
During a procedure the physician was obtaining access to the left subclavian vein for an internal cardiac defibrillator implant. A micropuncture needle and wire were used. The wire frayed inside the needle which was inside the left subclavian vein. The physician was able to remove the needle and most of the wire, however, part of the micropuncture wire remained inside the patient. A vascular surgeon was called in to assist in the removal of the frayed wire that came apart inside the patient and the wire was successfully removed. There was temporary harm to the patient, however, the patient was monitored and it was confirmed no further harm was done to the patient due to this event.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.